Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) received an scs system on (B)(6) 2011 consisting of an ipg, surgical lead and two lead anchors. It was reported that the pt's lead incision site had opened and a portion of the anchor and lead were visible through the break. In an effort to resolve this matter, the pt's wound was washed out and re-closed. F/u on this matter found that the pt's wound has not healed. The incision site was again washed out and re-sutured. A subsequent appointment has been scheduled to monitor the healing progress of the pt's wound.